Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Event description:
It was reported that the valve was implanted for 2 days, and was then explanted because it was not working.